Event description:
It was reported that during the implant there was high impedance (>1800 ohms) at the first location, and difficulty positioning/fixing the right ventricular lead. At a second location acceptable impedance was obtained. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.